Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow metter, relief valve, and flexible connection were replaced to resolve the reported issue.

Event description:
The hospital reported the unit shutdown and lost the ability to mechanically ventilate. There was no report of patient injury.